Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. There was no damage noted on the top case and bottom case; plunger head was cracked by all screws. Event history log (ehl) showed: check syringe plunger sensor error. Perhaps that was what customer was reporting about, as no flange sensor error was found in the ehl; there also was travel course error in the ehl. The customer?s reported problem for check syringe plunger sensor was verified during start-up. The travel course error could not be verified after multiple flow and occlusion tests. The left plunger case was damaged and timing plates were not set properly for the plunger sensor error at start-up. The root cause of the issue of travel course error could not be determined; for the syringe plunger sensor, root cause was deemed a result of the customer's physical damage to the device. Actions(s) taken to mitigate the reported issue(s): replaced damaged left plunger case and reset timing plates in the plunger head.

Event description:
It was reported that the pump showed syringe flange sensor and travel reverse error. No patient injury was reported.